Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device") and device dislocation ("device migration") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery on (B)(6) 2014). At the time of the report, the perforation, device dislocation, abdominal pain lower, pelvic pain, abdominal pain, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fatigue, pelvic pain, perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of both tubes. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device"), fallopian tube perforation ("perforation of the essure device"), embedded device ("device migration/migration of essure device location of device: embedded in uterus") and pregnancy with contraceptive device ("pregnancy with iud") in a 24-year-old female patient who had essure (batch no. 871972, 371872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2013. The patient's medical history included gravida ii, parity 3, pregnancy ((B)(6) , (B)(6)), labor induction, vaginal delivery and anemia. On (B)(6) 2014-transabdominal pelvic ultrasound demonstrates a single intrauterine pregnancy with fetal heart rate of 157 beats per minute dye test to make sure that tubes were completely blocked. Concurrent conditions included amenorrhea, varicose veins of lower extremities, leg pain, inguinal mass, anxiety and depression. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 5 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain") and groin pain ("groin pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), lymphadenopathy ("swollen lymph node"), infection ("infection nos") and pelvic mass ("pain near my pelvic area and felt a lump"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation and fallopian tube perforation had resolved, the embedded device, pregnancy with contraceptive device, abdominal pain lower, abdominal pain, fatigue, vaginal discharge, lymphadenopathy, infection and pelvic mass outcome was unknown and the pelvic pain and groin pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, abdominal pain lower, embedded device, fallopian tube perforation, fatigue, groin pain, infection, lymphadenopathy, pelvic mass, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal discharge to be related to essure. The reporter commented: right side 3 coils and left side 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: full occlusion of both tubes. Ultrasound scan vagina - on (B)(6) 2013: single live intrauterine pregnancy at 6 weeks 2 days. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: fatigue, pregnancy with contraceptive device, groin pain, pelvic pain, abdominal pain lower, embedded device, lymphadenopathy concerning the injuries reported in this case, the following one/ones reported via social media : pelvic mass, lymphadenopathy, infection. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs+mr and social media received- new event groin pain, pregnancy with iud, device ineffective, swollen lymph node , pain near my pelvic area and felt a lump, infection were added. Pt of device dislocation updated to embedded iud. Outcome of pelvic pain updated to recovering / resolving. Lot number, new reporter, patient information, medical history, treatment medication, lab data were added. Event perforation nos updated to uterine perforation and fallopian tube perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device"), fallopian tube perforation ("perforation of the essure device"), embedded device ("device migration/migration of essure device location of device: embedded in uterus") and pregnancy with contraceptive device ("pregnancy with iud") in a 24-year-old female patient who had essure (batch no. 871972, 371872-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2013. The patient's medical history included multigravida, parity 3, pregnancy ((B)(6) , (B)(6) ), labor induction, vaginal delivery and anemia. (B)(6) 2014-transabdominal pelvic ultrasound demonstrates a single intrauterine pregnancy with fetal heart rate of 157 beats per minute. Dye test to make sure that tubes were completely blocked. Concurrent conditions included amenorrhea, varicose veins of lower extremities, leg pain, inguinal mass, anxiety and depression. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 5 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain") and groin pain ("groin pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), lymphadenopathy ("swollen lymph node"), infection ("infection nos") and pelvic mass ("pain near my pelvic area and felt a lump"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation and fallopian tube perforation had resolved, the embedded device, pregnancy with contraceptive device, abdominal pain lower, abdominal pain, fatigue, vaginal discharge, lymphadenopathy, infection and pelvic mass outcome was unknown and the pelvic pain and groin pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, abdominal pain lower, embedded device, fallopian tube perforation, fatigue, groin pain, infection, lymphadenopathy, pelvic mass, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal discharge to be related to essure. The reporter commented: right side 3 coils and left side 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: full occlusion of both tubes. Ultrasound scan vagina - on (B)(6) 2013: single live intrauterine pregnancy at 6 weeks 2 days. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: fatigue, pregnancy with contraceptive device, groin pain, pelvic pain, abdominal pain lower, embedded device, lymphadenopathy concerning the injuries reported in this case, the following one/ones reported via social media : pelvic mass, lymphadenopathy, infection. Lot#371872 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device") and device dislocation ("device migration") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery on (B)(6) 2014. At the time of the report, the perforation, device dislocation, abdominal pain lower, pelvic pain, abdominal pain, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fatigue, pelvic pain, perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.